Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead did not remain fixed during the implant procedure. The helix was retracted and would not extend again. The lead was not used and a different rv lead was implanted. No patient complications were reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and analysis revealed that the helix was disengaged from the helical channel. The inner tubing was kinked/buckled, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and there was a tip seal observation.